Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745bp, serial# (B)(6), product type accessory product ID 97745, serial# unknown, product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), product ID: 97745, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for about a week the patient (pt) had trouble with their equipment and for the last 3 or 4 days when recharging the ins it would not take a hold or start or do anything. Now they had got a message that they need a new battery. They reset the controller but got the same message, pt thought they were recharging the ins when they got the message. When the pt reset the controller due to battery message the controller door cover broke. During call agent attempted to troubleshoot then the pt yelled saying whatever, as long as they had this dumb thing it said it needed a new battery. This had been giving them trouble and they maybe need surgery (pt confirmed surgery was related to medtronic device). Pt was demanding a controller battery and would not reason with agent. Agent informed pt there is a good change they will have ongoing issue since they would not listen to agent. The issue was not resolved. An email was sent to the repair department to replace the battery pack.